Event description:
It was reported while using bd facscalibur¿ flow cytometer results were erroneous on patient samples. There was no impact to patient. The following information was provided by the initial reporter, translated from chinese to english: experimental results are abnormal, using patient specimens for experiments, the experimental results have not been applied to the treatment of patients, no harm to patients. Clinical use, (B)(6) clinical use. Customer conducted a repeat/different test to confirm the results, the problem remains. Patient sample was used during this test.there was no impact to patient samples and no physical harm/injury due to the issue.no incorrect results been used. No delay or altercation of treatment due to this problem. Additionally, the fse provided the following additional information: the real issue was light path system failure, the issue was resolved via rinse the instrument and reinstall (not replace) the flow chamber. The instrument runs normally.

Manufacturer narrative:
H.6. Investigation: ¿ scope of issue: the scope of issue is only limited to facscalibur cytometer 4 color basic ivd part # 342975, serial # (B)(6). ¿ problem statement: customer reported complaint of their experimental result being abnormal, possibly leading to erroneous results for ivd. ¿ manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from 12oct2019 to date 12oct2020. ¿ complaint trend: there are 6 complaints related to the issue of abnormal experimental results; date range from 12oct2019 to date 12oct2020. ¿ manufacturing device history record (DHR) review: DHR part # 342975 serial # (B)(6) , file # (B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. ¿ investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the experimental results being abnormal was due to a dirty flow cell. A dirty flow cell will contribute to inaccurate and unexpected results. The fse (field service engineer) confirmed the issue after flushing the instrument and reinstalling the flow cell assembly. After the repair, the instrument was running normally. No parts were requested for evaluation as not parts were replaced. Although the unexpected results were from patient samples, no patient was treated nor harmed from incorrect results. The results were captured prior to any diagnosis decision and was reported to bd as not expected. The customer confirmed that the patient sample was rerun again later before advising any treatment. Proper daily and monthly cleaning procedures can be found under ¿maintenance¿ in the user guide; bd facscalibur¿ system user¿s guide, #23-, pages 60 and 62. After the repair, the instrument was rebooted, tested and functioning as expected. The safety risk is low as there was no impact to patient health or safety. ¿ service max review: review of related work order #: (B)(4) , case # (B)(4). Install date: (B)(6) 2014. Defective part number: n/a. Work order notes: o subject / reported: pi-342975-facscalibur-experimental result is abnormal. O problem description: facscalibur-experimental results are abnormal, using patient specimens for experiments, the experimental results have not been applied to the treatment of patients, no harm to patients. Clinical use, (B)(6). O work performed: flush the instrument and reinstall the flow cell. O cause: light path system failure. O solution: rinse the instrument and reinstall the flow chamber. The instrument runs normally. ¿ returned sample evaluation: a return sample was not requested because no parts were replaced. ¿ risk analysis: risk management file part # 342973-01ra, rev. 01/vers. A, bd facscalibur failure mode and effect analysis was reviewed. The severity rating in this file is ¿5¿ based on the previous scale rating. This rating is equivalent to ¿s2¿ in sop6078-02 whereby the unexpected result is obvious or indicated by additional (warning) information and hence the impact to the patient is negligible to none. The current mitigations are adequate with rpn under acceptable range. No new hazards have been identified and the current mitigations are sufficient hazard(s) identified? Yes no. O item: facsflow supply system. O function: increase capacity of sheath and waste. O potential failure mode: time delay errors . O potential effects of failure: erroneous data. O potential causes/mechanisms of failure: sheath pump too strong. O current controls: facscomp. O recommended actions: n/a. O responsible party: n/a. O target completion date: n/a. O actions taken: n/a . O sev: 5. O occ: 3. O det: 5. O rpn: 75. O item: sheath filter 80-30038-07. O function: filter sheath. O potential failure mode: flow rate problems. O potential effects of failure: erroneous data o potential causes/mechanisms of failure: bubbles in sheath filter. O current controls: facscomp co #1147e500301. O recommended actions: n/a. O responsible party: n/a. O target completion date: n/a. O actions taken: n/a. O sev: 5. O occ: 3. O det: 5. O rpn: 75. Mitigation(s) sufficient yes no. ¿ root cause: based on the investigation results the root cause was due to the flow cell being dirty. ¿ conclusion: based on the investigation results, the root cause of the customer obtaining incorrect results with the facscalibur was due to the flow cell being dirty. The fse confirmed the issue, flush the fluidic system and reinstalled the flow cell assmbly. After the repair, the instrument was rebooted, tested, and functioning as expected. No one was harmed or injured, and no medical diagnosis was performed due to the erroneous results. The safety risk is low as there was no impact to patient health or safety.

Manufacturer narrative:
Medical device expiration date: na. Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported while using bd facscalibur¿ flow cytometer results were erroneous on patient samples. There was no impact to patient. The following information was provided by the initial reporter, translated from (B)(6) to english: experimental results are abnormal, using patient specimens for experiments, the experimental results have not been applied to the treatment of patients, no harm to patients. Clinical use, (B)(6). Clinical use. Customer conducted a repeat/different test to confirm the results, the problem remains. Patient sample was used during this test.there was no impact to patient samples and no physical harm/injury due to the issue. No incorrect results been used. No delay or altercation of treatment due to this problem. Additionally, the fse provided the following additional information: the real issue was light path system failure, the issue was resolved via rinse the instrument and reinstall (not replace) the flow chamber. The instrument runs normally.